Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an overnight low with glucose reaching 63 mg/dl for approximately 20 minutes and self-treated with oral glucose, after which levels returned to range; the cause of the event was unclear and no device component issue was identified. Symptoms included hypoglycemia with associated lethargy and tremors. Outcomes included no long-term health consequences and an unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and no specific medical device problem or component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.